Manufacturer narrative:
Additional concomitant medical products: model number: 72400098, lot number: 0922809014, model description: control pump fgs, (B)(4); model number: 72400024, lot number: 0178847007, model description: balloon fgs 61-70 cm, (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be revised due to recurring incontinence. The patient experienced total recurring incontinence two months ago. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.